Manufacturer narrative:
On november 22, 2024, nakanishi received an email from the distributor (nsk europe) stating that the handpiece was serviced by the distributor ((nsk europe) and returned to the user. Therefore, further inspection of the handpiece involved in the adverse event for cause by nakanishi is no longer possible due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject x-sg65 device [serial no. (B)(6)]. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device. On december 12, 2024, nakanishi received an email from the distributor (nsk europe) stating that the dentist refused to provide any further information about the event, including information about the patient.

Event description:
On (B)(6) 2024, nakanishi received an email from a distributor (B)(6) about a nsk handpiece overheating. The details are as follows: the event occurred on september 26, 2024. The dentist was performing a dental procedure on a patient using the x-sg65 (serial no. (B)(6). During the procedure, the handpiece heated up, and the patient received a burn to their lower left lip.

Manufacturer narrative:
A follow up report will be made if nakanishi receives any further information about the event, including information about the patient.